Event description:
A nonhealthcare professional reported via medical record that following an intraocular lens (iol) implant procedure, the patient experienced residual refraction error and astigmatism due to lens misalignment or displacement. Patient also experienced the vitreous floaters. The lens was explanted and exchanged with same model company lens to optimize the outcome. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating there was no injury to the patient.

Manufacturer narrative:
Correction information provided in b.3., b.5., b.6. And d.10. And h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.